Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device, 8 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient started feeling poorly on (B)(6) 2019 and went into the clinic. The patient presented with fatigue, dyspnea, mental fogginess and started having dark stools. The patient was admitted to the hospital and was treated with a blood transfusion. The physician noted a fever of 38.4c. The patient had a colonoscopy on (B)(6) 2019 and two polyps were removed and patient received a blood transfusion. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the gi bleeding was not confirmed and was not found during the colonoscopy. The patient had a colonoscopy and esophagogastroduodenoscopy (egd). On (B)(6) 2019, hemoglobin was stable and inr was therapeutic at 2.2. The patient was stable and discharged home with warfarin and will follow up for blood work. The patient will be monitored for recurrent bleeding.